Event description:
On (B)(6) 2020, pt received a bicillin injection in his left thigh for tx of strep pharyngitis. Immediately after receiving the injection, he vomited in his lap and on his legs, in the area he had received the injection. Within a day or two of the injection, he developed redness, pain, and swelling of the left thigh, at/ near the injection site. By (B)(6) 2020 it had gotten worse and he went to the local children's hospital where he had a left thigh abscess incision and drainage. By the next day, it had gotten worse, so he was admitted for IV antibiotics and packing of the wound. FDA safety report ID # (B)(4).